Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might have triggered the reason complain. During download history review, pump error 35 alarm was recorded on 07/13/2024 at 14:30:01.000 hour. Proceeded by cutting unit open and performed a visual inspection of connectors and electronic assemblies. Moisture damage was noted on electronic assemblies, force sensor gold traces, and lcd flex connector gold traces. Isolate to electronic stack. The following cosmetic damages were also noted: cracked case (battery tube), cracked case, missing display window/cover, pillowing keypad overlay, cracked keypad overlay at select button, scratched case, and stained keypad overlay. In conclusion, customer concern of critical pump error alarm triggered by pump error 35 was confirmed. Pump error 35 was caused by corroded electronic assembly. Isolate to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 35(a broken force sensor was detected during seating or regular delivery). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. The customer will discontinue the use of the insulin pump. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.